Event description:
It was reported that the handpiece fell apart during a total knee procedure and caused a 35-45 minute delay in the case. Nothing fell into the surgical site. The procedure was completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the device being disassembled was confirmed. Based on the investigation details, a possible cause was a stripped screw and missing screws. Service will complete any necessary maintenance of repairs and then return the device to the customer.